Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) went off five times. Boston scientific technical services (ts) referred patient to the clinic. This device remains in service. No adverse patient effects were reported. Additional information received which indicating that this device was explanted. A new device was then implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) went off five times. Boston scientific technical services (ts) referred patient to the clinic. This device remains in service. No adverse patient effects were reported.